Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pain and femoral loosening. The femoral component was removed and replaced.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced pain and femoral loosening. Revision has been recommended but has not been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states,¿intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.¿ corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2006. Subsequently, the patient experienced pain and femoral loosening; and was revised on an unknown date. The head was removed and replaced.